Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350 mg/dl; cause was unknown. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline. Customer was released from the ER the same date (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.